Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, low sensing was observed on the rv channel. The lead was repositioned during the procedure and all values were in range afterwards. The condition of the patient was good after the procedure.